Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: data files and field service repair reports were returned and analyzed. Data file analysis did not show any system notices related to the reported console, (B)(4). The field service engineering report disclosed a defective check valve (cv4). The cv4 was replaced and the console was tested and deemed appropriate for clinical use. The reported issue, system notice 21200 indicates the system self-test did not pass, has been confirmed by field service engineering. Console n-5460 failed the inspection due to a defective check valve (cv4). (B)(4).

Event description:
It was reported that at the beginning of a focal cryo procedure, the cryo console displayed a flashing white connect gas umbilical symbol. A system notice indicating the system self test did not pass occurred. The coaxial umbilical was disconnect and reconnected but this did not resolve the issue. The console was restarted twice as well to no avail. The gas flow was five at each attempt to resolve the issue. Technical services was contact which recommended tapping on the pt4 valve, which resolved the issue. The procedure was completed with cryo. A field service visit was later conducted and the check valve (cv4) was replaced. After the console was serviced, it was tested and found to be appropriate for clinical use. The manufacturer's investigation subsequently revealed an out of specification finding. No patient complications have been reported as a result of this event.